Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an a low blood glucose (bg) level of 20 mg/dl and initiated a 911/emergency protocol and was treated in the emergency room (ER) on (B)(6) 2017 with no symptoms associated with an alleged inaccurate delivery. The patient was reportedly treated by a healthcare provider and was unresponsive and was admitted via ambulance. Information about the type of treatment received could not be obtained. It could not be determined whether or not the patient continued pump therapy. Troubleshooting with customer technical support (cts) could not be completed because the patient was not available therefore the inaccurate delivery allegation could not be confirmed. This complaint is being reported based on the allegation that the patient experienced hypoglycemia requiring an initiation of a medical intervention and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/05/2018 with the following findings: black box and pump histories from the date of the event were overwritten due to continued patient use. The available data revealed the daily insulin delivery totals correctly reflected the programmed basal rates. The pump passed accuracy testing and was found to be delivering as programmed without malfunction. Investigation did not duplicate the complaint.